Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap ventral hernia repair, the first trocar did not cut. The second one did not cut either. They increased the force applied with the third trocar. Case was completed after trying to use three different devices of the same lot #. One unused will be sent back. No patient harm. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient